Manufacturer narrative:
Document review. Quadra h femoral stem size 4 - ref. (B)(4)/lot. 083658 (B)(4). All parameters were found to be conforming to specifications valid at the time of manufacturing. The washing cycle for metal components were run according to specifications and no alarm or deviation occurred during operation. The sterilization cycle was performed according to specifications valid at the time of production. About 25 stems belong to this lot have been implanted and no incidents have been reported up to now. The document review of the correlated implants was required to (B)(4) as manufacturer and owner of the (B)(4) mark of the two pieces, only distributed by medacta international: ceramic ball head 32 - ref. (B)(4)/lot. 383269 (not marketed in the USA). Ceramic liner - ref. (B)(4)/lot. 393561 (not marketed in the USA). Protocols and acceptance certificates were reviewed. The quality documents show that the value obtained on the insert and on the ball head were according to specification valid at the time of production. The microstructures, as obtained from the quality documents, accomplish the requirements as specified at the time of production. There are no indications of any pre-existing material defects. The revision surgery is associated to an infection event. On the basis of the batch records review and the absence of infection events on the other pieces of the same lots, a device involvement is high unlikely.

Event description:
The patient had pain since few weeks after primary surgery. The surgeon observed in the x-rays that the stem had a distal play. During revision surgery the surgeon noticed a yellow fluid into the joint. The results of the smear was (B)(6). The femoral stem, the liner and the ball head were explanted. The patient was treated with antibiotics.